Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 14 mmol/l. Customer stated that she was trying to treat her blood glucose level with her pump, but it would not allow her to. Customer was not able to treat. Customer went to her local hospital to get a prescription for a back-up method of insulin delivery. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.